Manufacturer narrative:
No known impact or consequence to patient. Torn material. Device evaluated by manufacturer? Lens was not returned. (B)(4).

Manufacturer narrative:
Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens and the lens tore. The lens was removed with no patient injury.